Manufacturer narrative:
Suspect lot review: a review of suspect lot# 3381329 showed (B)(4) units were manufactured, tested, inspected and released in march 2017 citing no exception documents. Visual inspection: received one (1) new 011-cl3261, 30" (76 cm) appx 3.9 ml admin set w/2 chemolock¿, 20 drop in-line drip chamber w/15 micron filter, bag hanger, drop-in chemolock¿ port; lot # 3381329. One (1) new primary plum set by hospira. Functional testing: a new 011-cl3261 administration set was primed prior to hydrostatic leak testing. The 011-cl3261 administration set primed without difficulty and was subsequently leak tested and passed without any leakage from any location along the fluid path. The new primary plumset ((B)(4)) was primed without difficulty and pressure leak tested. No leakage was observed at any location along the fluid path. Final analysis: the returned new 011-cl3261 administration set was pressure leak tested and no leakage was detected. ICU medical will monitor and trend.

Event description:
Complaint received regarding one 011-cl3261, report states: chemolock cl3261 was connected to etoposide bag and was back primed via pump. A rate of 999ml/hr was commenced. Approximately after 236mls of administration, a patient's family member noticed leaking from beneath chemo lock port (cl2100). The infusion was stopped. With the pump turned off and clamp on chemo lock admin set (cl3261) left open, chemotherapy continued to leak beneath the chemo lock port (cl2100). The whole plumset line, chemotherapy agent, chemolock admin set was then removed, quarantined and sealed in a bag. Patient was not directly exposed to agent. An estimated 50ml + had leaked on to the floor with the IV pole and legs catching the remainder of the drug. Rn was not exposed to chemotherapy. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4).

Event description:
Complaint received regarding one 011-cl3261, report states: chemolock cl3261 was connected to etoposide bag and was back primed via pump. A rate of 999 ml/hr was commenced. Approximately after 236 mls of administration, a patient's family member noticed leaking from beneath chemo lock port (cl2100). The infusion was stopped. With the pump turned off and clamp on chemo lock admin set (cl3261) left open, chemotherapy continued to leak beneath the chemo lock port (cl2100). The whole plumset line, chemotherapy agent, chemolock admin set was then removed, quarantined and sealed in a bag. Patient was not directly exposed to agent. An estimated 50 ml + had leaked on to the floor with the IV pole and legs catching the remainder of the drug. Rn was not exposed to chemotherapy. No adverse patient consequences reported.